Event description:
It was reported that the patient underwent a four level lumbar fusion surgical procedure. It was reported that the probe became stuck in the patient's bone and the tip broke off. The surgeon drilled around the broken piece to retrieve the tip. This resulted in additional surgical time and blood loss. The surgeon decided to skip that level due to the hole being too big because of the drilling. No additional patient complications were reported.

Manufacturer narrative:
Approximately ~36mm of tip has been broken off and not returned for analysis. Fracture analysis reveals a fairly flat, brittle fracture and circular material flow, consistent with torsional overload. Dimensional and material hardness inspected and found to be conforming to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.